Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance was noted for a vns pt at an office visit, and the vns magnet was no longer eliciting a response. The reporter was advised to disable the vns, but elected to keep the vns activated at his discretion. The pt has had no trauma and does not manipulate the vns. X-rays have not been performed. Vns lead and generator replacement surgery is likely.